Manufacturer narrative:
The event description does not suggest that the functional performance of the device was out of specification. The product is provided sterile and has been shown to inhibit bacterial growth. It is not likely that the reported infection was caused by the device, but was from some other factor. Infection is a post operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the patient's condition before device application.

Event description:
In 2006, patient had batteries replaced in pacemaker after which dermabond topical skin adhesive was used to close incision. Patient reported that device did not slough off after 14 days, but formed a thick layer, and could not tell if skin was closed. Patient went to orthopedic surgeon for normal appointment, and md noted that the surgical site was inflammed. Patient went back to cardiac surgeon who advised that patient is one in one-hundred who got an infection during surgery. Patient was prescribed keflex, 250mg qid, then 500mg qid. Next month, patient went to surgeon and reported feeling water under the skin. After 27 days, the attending removed the device (dermabond). Patient reports that entire initial amount of product was still on skin and required the surgeon to cut the product off with a knife. Subsequently, all wound issues resolved. Patient took antibiotics until the next 3 days.